Event description:
A customer reported to olympus, the hd autoclavable camera head had image flashes. The event occurred during preparation for use. The intended therapeutic endoscopic surgery was completed using a replacement device. There was no report of procedural delay or patient harm associated with the event.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed. The screen was flickering and there was no image due to faulty cable. In addition, the coupler u was rusted, and it did not rotate due to a faulty lock. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported malfunction. The DHR confirmed that the subject device was shipped in accordance with the specifications. A definitive root cause for this issue was not established. However, it is probable that the image was not displayed because communication failure occurred due to faulty cable. The instruction manual provides the following: ¿do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged.¿ olympus will continue to monitor field performance for this device.